Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that several hours after indwelling foley catheter sterile water was injected. There was some slight resistance initially, but the injection proceeded smoothly toward the end. Shortly thereafter, while the patient was being moved, the catheter spontaneously dislodged due to the leak from drainage lumen.